Event description:
A customer reported encountering ongoing occlusion alarms with their pump, despite thorough troubleshooting and attempts to resolve the issue using clinical strategies. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump and the customer reverted multiple daily injections (mdi) until the replacement pump arrived.